Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that she had pain in her lower left side which made it impossible to work the way it should. Patient stated the severe attack and wanting commit suicide related to device/therapy. It was not working to solve her severe bowel issues (two weeks of living hell). She went back to see healthcare provider who confidence her to have her device programmed over again. Hcp took his time to find the right program that would work. She still has to watch what she eats but she is feeling normal again. It was indicated that the fall was not related to device or therapy issue. That was another issue which she was working on. It was just another one of her problems.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had been falling and thought the falls were related to a bad disc which was bone on bone. During one of the falls she broke her arm and it was still not healed and another she knocked out her teeth. The other she had a lot of bruising. The falls occurred in (B)(6) 2015, and (B)(6) 2016. The device seemed to help for a while but then she started having trouble with the machine getting the right program. She had no feeling that she had to go and did not feel when she had an accident. She would smell something and thought it was someone else then find that it was her when she would go to the bathroom. There was a loss or change of therapy. The patient felt stimulation comfortably and it was sometimes mild. If it was too high, it would hurt the left side of her bladder or uterus. If it was lowered then she did not feel the vibration. The patient saw her healthcare professional (hcp) and a manufacturing representative (rep) and they changed her program. It had only been 3 days and she did not know yet whether the change would help her symptoms or not. The event date was asked but it was unknown. It had been 2 or 3 years that she realized she could not go places. It was noted that the patient recently had a ¿severe attack¿ that lasted 16 days and nights. It was so bad she wanted to commit suicide.

Manufacturer narrative:
(B)(4). Additional review of this MDR indicates that the suicidal ideation after the loss of therapy is not related to the device or therapy because it is related to the patient¿s underlying fecal incontinence and reported ¿severe bowel issues.¿ there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
No new information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.